Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device as received had a balloon with a severely inverted tip. The sealant was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot # f1326706) indicated that the device lot met all established performance criteria prior to shipment. Based on the info received, the investigation performed and no sealant returned to root cause of the reported event could not be determined.

Event description:
The following info was reported: after removal of the sheath physician noticed sealant sticking out of the skin and he used hemostats to try to salvage sealant. But the portion of the sealant that is being returned sort of just "flaked off" and separated from the rest of the sealant. Technician converted to manual pressure for about 15 minutes with no hematoma. The pt was discharged as originally planned. The stick location was in the common femoral.